Manufacturer narrative:
Implant fell on floor. The implant shows clear signs of insertion. The reason for the complaint is not comprehensible. The functional inner diameter for holding the insertion post in the implant is gauge-compliant. The insertion post is not available, so further product-related analysis is not possible. The implant batch was monitored according to the established test processes and passed the final inspection before delivery. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant fell on ground.